Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported whether the patient was hospitalized for the event. The cause of the peritonitis was unknown and an unknown treatment was rendered for the event. On an unreported date, the patient's catheter was removed and the patient discontinued dianeal therapy. It was not reported if the patient recovered from the event. No additional information is available.